Manufacturer narrative:
UDI: (B)(4). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to the elongation of the angle wire, the angle knob had some play, there was a hole on the curved rubber that prevented it from remaining watertight, debris was found on the up/down knob/operational part/switch box/ that was difficult to remove, moisture was on the electrical connector, paint was peeling on the suction cylinder. Scratches were found on the insertion tube, the operation part, the up/down knob, the right/left knob, the grip, the universal cord, the scope connector, and the cover case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had scratches on the insertion part and was angled down. Inspection and testing of the returned device found foreign material lodged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was clogging the nozzle. The foreign material was unable to be identified. It is likely that reprocessing was done according to the instruction manual, but the foreign matter may not have been completely removed; therefore, it is possible that it was not implemented according to instructions for use, but it has not been confirmed. Olympus will continue to monitor field performance for this device.